Manufacturer narrative:
A product investigation was completed: three devices were received for investigation. The tfna nail (part 04.037.158, lot 9944888) was broken into two pieces at the proximal locking hole. It does not appear that all the fragments of the nail were returned. Although this type of damage is consistent with fatigue failure of the device, the exact root cause could not be determined. The returned screw and helical blade are functionally undamaged, but with extreme cosmetic scratches and wear consistent with implantation and removal. No issues were found with these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials, age & weight not available for reporting. Date of event: unknown. (B)(4). Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4): the complaint indicated that the device broke post-op requiring additional surgical intervention. Device history records was conducted. The report indicates that the: DHR review part number: 04.038.290s synthes lot number: 9904067 release to warehouse date: 19-oct-2015 expiration date 30-sep-2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a trochanteric femoral nail advanced (tfna) on (B)(6) 2016 to repair a sub-trochanteric fracture. An additional 5.0mm locking screw in the nail was removed but intact (part # and lot # unknown) on (B)(6) 2016, it was identified that the nail fractured at the hole of the helical blade. On (B)(6) 2016 the tfna was removed and a blade plate was inserted. This complaint is for one device. Concomitant medical devices reported helical blade (part 04.038.290, serial # (B)(4), quantity 1), 5.0 mm locking screw (part # unknown, lot # unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Corrected device history record: part number: 04.037.158s, synthes lot number: 9944838: release to warehouse date: (B)(6) 2015. Expiration date october 31, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.